Event description:
It was reported that an unspecified malfunction alarm occurred, that the insulin gauge was inaccurate and that the battery gauge was inacurrate. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.